Event description:
Cec adjudication minutes of (B)(6) 2012, were reviewed. The committee agreed with the coding of and arc (peri-procedural pci), (B)(6) 2010. This event was previously captured as an elevated cardiac enzyme event. As originally reported, via the cypress study, a patient experienced elevated cardiac enzymes post-procedure, fever the day after the procedure, stable angina at the time of the 6 month, 15 month and 18 month visits, and tachycardia-bradycardia syndrome one year after the index procedure. At the time of the index procedure, angiography revealed 75% stenosis of the mid lad. The angiographic core lab report stated that the lesion represented instent restenosis in a previously deployed stent (brand unknown). The lesion was 9mm in length and moderately calcified. According to the site, the lesion was de novo, native artery. A 3.0 x 13mm cypher rx was implanted at 14atm by direct stenting with no post-dilation. There was no residual stenosis. The following day, the patient experienced a fever that was medically managed and resolved approximately 10 weeks later. According to the investigator, the event was possibly related to the cypher stent and the index procedure. The following day, the patient also experienced elevated cardiac enzymes with troponin I peak at 0.5 (uln 0.04) and ck 490 (uln 165). Ckmb was not elevated. There were no cardiac events reported. The patient was discharged the following day. At the time of the 6 month, 15 month and 18month follow-up visits, the patient reported experiencing stable angina. There was no report of testing or treatment related to the angina. Approximately one year after the index procedure, the patient began to experienced symptomatic bradycardia that was diagnosed as tachycardia-bradycardia syndrome and treated with the implantation of a pacemaker approximately eight months later. According to the investigator, this event was not related to the cypher stent.

Manufacturer narrative:
The complaint received states that this (B)(4) study patient suffered a peri-procedural mi during the index procedure, fevers post procedure and angina in follow up visits. This is a (B)(6) female with medical history including dyslipidemia, hypertension, stroke in 2009, pci on target vessel (B)(6) 2009 and anemia. The indication for the index procedure was dizziness (previous angina equivalent). Angiography revealed a 75% stenosis in the mid lad. In (B)(6) 2010, the index procedure was performed for treatment of one target lesion. A single stent implantation was successfully completed. The core lab identified the lesion in the proximal lad, and reported a 28% residual stenosis, no dissection and timi 3 flow. And the comment, "focal stenosis in the proximal lad represents isr in previously deployed stent. Study stent placed overlapping existing stent". Pre-procedure the ck was 76, the ckmb was not done and the troponin was 0.01. Post-procedure the ck was 175, the ckmb was 61.3 and the troponin was 0.5. The next set of enzymes revealed a ck of 490; a ckmb was 3.3 and troponin of 0.48. The ECG core lab reported no new major st-t abnormalities and no new q waves and inadequate tracing due to severe artifact. The cec committee has deemed this enzyme elevation as an arc peri-procedural pci thus the file has been coded for mi. The site reported that the post procedure course was complicated by fevers that were treated medically and resolved without sequelae. The patient was discharged the day after the procedure on dual anti-platelet therapy. At the time of the 6 month, 15 month and 18month follow-up visits, the patient reported experiencing stable angina. There was no report of testing or treatment related to the angina. The study stent remains implanted thus unavailable for analysis. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. Immune reactions i.e. Fevers are a known potential reaction the implantation of drug eluting stents within the body. Most stents, both bare metal and drug eluting, are made with a (B)(4), but all contain nickel. Nickel is a metal that a certain percentage of the population is allergic to. Whether or not the small amount of nickel can cause significant reactions has not been widely studied. The drug to be eluted may contribute to a hypersensitivity reaction; however, it is not known if the patient has a known allergic reaction to the sirolimus on the cypher stent. Review of the limited information does not allow for an educated assessment of the potential contributing factors to the reported event. Chest pain is known potential adverse event associated with coronary stent implantation procedures and is listed in the cypher IFU as such. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. The natural progression of coronary disease as well as target lesion issues may contribute to the experience of chest pain / angina. Review of the information suggests that vessel, lesion and procedural issues may have contributed to the reported events.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.